Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2019 right ventricular (rv) lead exhibited intermittent undersensing and not intermittent oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. The rv lead remains in use. No patient comp lications have been reported as a result of this event.